Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a dislodged left ventricular lead. This was confirmed by x-ray and a high capture threshold. The lead was explanted. There was no viable option to put a new lead so the port of the device was plugged. The patient was stable.